Manufacturer narrative:
The reported event of a missing vf episode was confirmed. There are multiple causes that could have contributed to the missing episode, although based on the review of the session records provided, the most likely cause was undersensing due to interaction with the s-ICD lead. Undersensing could not be confirmed as the root cause, but evidence suggests that either the vf induction, hv charging or hv therapy delivery could have resulted in the loss of contact discriminator rejecting a pause episode around the time of the event.

Event description:
It was reported that during an implant procedure, the patient's insertable cardiac monitor was found to have missing electrocardiograms. The device remained implanted. No adverse patient consequences were reported.